Manufacturer narrative:
Further patient and event information was requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module serial number (B)(4). The patient's initial results were reported outside the laboratory. The patient's physician questioned the results as the results were higher than expected and do not match the patient's clinical picture. The physician asked if there was an interference with the drug actemra and the elecsys tsh and elecsys ft3 assays. The patient's initial results were tsh 72 uiu/ml and ft3 5.0 pg/ml. The customer performed repeat testing with the patient's sample and the results were tsh 71.4 uiu/ml and ft3 4.89 pg/ml. The physician expected the patient's tsh and ft3 results to recover within the normal range of "2.0-4.4 pg/ml." This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(4) for the tsh assay.